Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs show that about 4 hours into support the placement signal begins to drift. It continues to drift upwards for 33 hours and then shifts and drifts downwards for another 33 hours before stabilizing for the remainder of the case. On the last day of support at the very end of the case the cvp spikes to 300 mmhg triggering placement signal not reliable (snr) (op) alarm. At the same time, snr drops to 0, contrast drops, lamp maxes at 100, gain increases, and light decreases. The optical parameters do not recover. The returned 5s parameters are not within specification and the cavity length is maxed out. The pump passed the laser continuity test and electrical testing. Psnr alarm was reproduced in the lab. Imaging the op sensor showed damage to the sensor face. The root cause of the optical signal issue was most likely a damaged sensor. Running the pump in the pressurized flow loop reproduced the dp sensor drift issue. The root cause of the placement signal issues was most likely dp sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The user facility reported that during planned explant of an impella rp the device generated a placement signal alarm. There was no reported harm or injury to the patient.